Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that during a procedure the l hook burned up and fell into patient. Wound was irrigated. On (B)(6) 2013 customer reports that on (B)(6) 2013 a laparoscopic cholecystectomy and liver biopsy were being performed. L-shape hook burned up when cauterizing the liver. The site was irrigated, device piece not found. No x-ray because hospital policy says nothing under 10mm needs x-ray (slee).